Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had damage. The customer¿s blood glucose level was 120 mg/dl. Customer stated that the pump failed to start and also had failed battery. The customer was advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The customer was advised pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no failed battery test and unexpected battery power loss noted. Pump received with broken battery tube thread and cracked case near display window corners noted.